Event description:
The complaint pleading, alleges patient underwent a laparoscopic gastric bypass procedure and an "endo-gia" device was utilized. The complaint further alleges that the surgical stapler and staples failed to properly close patient's stomach tissue resulting in the need to convert to an open surgical procedure. The complaint additionally alleges that a leakage from the staple line at the site of the anastomosis resulted in the patient having to undergo a second open surgical procedure, an exploratory laparotomy in 2005. The patient expired the next month.

Manufacturer narrative:
.